Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Missing end cap sticker, cracked display window, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is protruded. The blood glucose reading is 455 mg/dl. Customer treated with manual injections. Insulin squirts out during manual prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.